Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full address: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during the regular inspection the cs100 iabp (intra -aortic ballon pump) has not been used for a long time, the screen does not light up after turning on, the buzzer kept alarming, and it cannot be used normally. There was no patient involved and no harm or injury occur.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h6, (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found that after the device is turned on, the buzzer sounds and then goes out. A burning smell can be smelled and the timers time does not display. After testing, it is determined that the power supply is faulty. The device will not be repaired. The device cannot be further inspected. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.